Manufacturer narrative:
The patient was scheduled for a catheter revision. The following day the patient contacted the hcp and cancelled the revision surgery. The hcp spoke with the patient who stated that she would be seeing another physician for her pump management in the future. Reference MFR report #3004209178200702703.

Event description:
The hcp reported that the patient was seen for refill of intrathecal pump in the neurosurgery clinic. The patient had been having periodic adjustments to her dosage since the pump was implanted, in an effort to improve the patient's spasticity and pain. The patient fell in may and had some rib fractures. Due to these injuries the patient wanted to wait to heal before making any further adjustments. At her refill appointment the patient complained of worsening back pain at a severity of 7 out of 10, and described the pain as continuous. The patient also reported a return of urinary frequency and only voiding a small amount each time she urinates. The patient stated she believed her spasticity status is okay. Her gait appeared extremely stiff and spastic, but the patient indicated that the baclofen is more for her pain than her spasticity. The patient's pump was accessed without difficulty. 40 ml of fluid were aspirated from the pump, when only 3.9 ml were expected. It was determined that the patient had not received any medication since the pump was implanted in february. The pump was not refilled and additional troubleshooting was performed. A study was done, but the hcp was only able to return a few tenths of one ml of fluid. The patient was then taken down to x-ray for pump studies. An x-ray noted that the bellows had opened up in the pump appropriately. A rotor study was done which showed that the pump was not stalled. The patient's logs on the pump did not indicate any episodes of pump stall or stoppage. The patient was returned to the clinic and the pump was refilled with the same drug concentration and dose.